Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025. Attempts to remove the primary controller after death were unsuccessful as the red release button would not depress. The controller was removed by severing the driveline cord near the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the red release button not being able to be depressed was unable to be confirmed. The system controller (serial unknown) was not returned. Log files were not submitted for review. Initially provided information indicated that the controller was removed by severing the driveline cord near the controller. Multiple attempts were made to obtain additional information from the customer regarding the event (including product serial numbers, events leading up to the reported patient death, if product would be returned for testing and if the death was considered to be device related); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. Serial number was not provided, a DHR review was not performed. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU),and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.